Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
It was stated that the insulin pump alarmed motor error. Nothing further was reported.